Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation determined the reported problem was due to a damaged ac connector on the device. The chassis assembly was replaced to address the reported problem. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize an ac power source when plugged in and would not power on. There was no patient harm or serious injury reported as a result of this incident.